Manufacturer narrative:
From the results of the investigation, apex (collimation head) was incorrectly fitted on to the head of the linac. The rotation of the gantry was prevented by an inhibit, but the user decided to override the inhibit and rotate the linac gantry. The apex detached from the head and hit the floor.

Event description:
While performing test on apex the system became detached from the linac head during gantry rotation. There has been no injury as a consequence of the incident, but significant damage was sustained to the equipment.